Event description:
Pt tested on the suspect device with inr results of 5.0, 4.3 and 2.9. Lab inr was 2/3 of the device results per the reporter. Controls were in range. The device was replaced and requested to be returned for eval.